Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 15-dec-2018, (B)(4) to product ID: 4351-35, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had all their old hardware removed and replaced due to a broken lead. No further complications were reported/anticipated.